Event description:
The report stated that during an abdominal procedure, the device did not seal.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.